Manufacturer narrative:
(B)(4)

Event description:
The patient had 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient ((B)(6)) experienced a cerebrospinal fluid (csf) leak. The patient experienced swelling below the ipg implant site and when the site was aspirated, it was found to contain 80ml of liquid confirmed to be cerebrospinal fluid (csf). The patient was admitted to the hospital where a CT scan was performed along with a blood patch. The patient was discharged after a 2 day stay and follow-up information indicated the patient is recovering.

Event description:
Follow-up information indicated the patient's issue has resolved.